Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported while the patient underwent an unrelated procedure, the fluoroscopy images showed this right atrial (ra) lead had dislodged, with it presenting loss of capture (loc) and poor sensing as a result. The physician opted to remove the lead and implant a new one instead. No additional patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported while the patient underwent an unrelated procedure, the fluoroscopy images showed this right atrial (ra) lead had dislodged, with it presenting loss of capture (loc) and poor sensing as a result. The physician opted to remove the lead and implant a new one instead. No additional patient effects were reported.